Event description:
A distributor reported that a malfunction alarm labeled malfunction 16-0x20e6 occurred, and there had been multiple reports of this issue. There was no reported impact to the customer's blood glucose level at the time of the event. The customer declined to provide information about their planned backup insulin therapy.